Event description:
The customer tested her blood glucose using her contour meter and received a reading of 368 mg/dl. She retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.